Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. The customer was unable to provide any additional information to tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.